Event description:
It was reported that the battery clip connector was broken on the power module. The unit will be sent for repair and upgrade of the battery connector to the streamline connection should be done in case the battery clip connector breaks in the future. Upon unit arrival it was noticed that the power module was not properly packaged and the unit were damaged during transit. Related MFR #: 2916596-2022-12535.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided in the initial report is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the backup battery clip of the power module was confirmed. The power module (serial number: (B)(6)) was returned to the service depot and was evaluated and tested on (B)(6) 2022. Upon arrival it was noticed that the units were not properly packaged. The power module had a corroded battery bracket, a tear on the silent alarm button overlay and damage to the housing. The back panel of the power module was opened, and the reported event of a damaged battery clip was confirmed. The streamline cable was replaced. A functional check was performed and passed all testing. The power module was returned to the customer site. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2012. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.